Event description:
On oct 13, 2008, the health facility reported that a (B) (6) female pt was being treated for gastrointestinal issues and dehydration, and receiving tpn and antibiotics. On (B) (6), the pt had a PICC line inserted and tegaderm chg dressing applied. The line was pulled back that evening and the site was re-prepped and a new dressing applied. The next day, the pt was rewired, the site was re-prepped, and a new dressing applied. It was reported that from (B) (6), the pt's mother reported that redness was increasing at the insertion site. The facility reported that on (B) (6), skin necrosis had developed under the dressing and the dressing was discontinued. Subsequent info was received on jan 28, 2010 indicating that the pt later underwent skin grafts.

Manufacturer narrative:
Device was not returned to MFR for evaluation. Lot code was unavailable. Product complaint type will be monitored.